Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cups with a cloudy appearance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® urine collection cups were cloudy. This occurred on 95 occasions before use. The following information was provided by the initial reporter: could not use all cups they received 25.9.2019 because 95 piece of 200 pieces order were cloudy.